Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead was implanted as part of a system revision. A change in the lead measurements were observed a day after the procedure and investigations were made to confirm the reasons behind the noted loss of capture, a sudden increase in threshold measurements and a drop in the r-waves. The physician decided to explant the dislodged rv lead and a replacement lead was implanted successfully. No additional adverse pt effects were reported.